Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that the patient was already under sedation and undergoing a transjugular intrahepatic portosystemic shunt (tips) procedure. After the catheter was inserted into the patient, it was observed that the catheter displayed noise and artifacts. The user removed the catheter and inserted another intracardiac catheter (ice) to continue and complete the tips procedure. There was no report of delay in completing the procedure. There was no patient adverse event reported. No additional information was provided.

Manufacturer narrative:
The device referenced in this report was returned to siemens for evaluation. During visual inspection, it was found damage of the plastic side wall on the tab caused by insertion error. The catheter was performance tested and found to be fully functional. The investigation indicates that the cause of the complaint is incomplete insertion into the swiftlink connector. It is recommended for the user to ensure catheter connector is fully engaged into swiftlink before locking down. If catheter is found to be only partially inserted, recovery is simply achieved by unlocking swiftlink, fully inserting catheter and relocking swiftlink.